Event description:
Serious injury involving one person. A hosp pharmacist reported that a pt who had been wearing focus visitint for 3 yrs had developed a corneal infection in left eye. Pain was reported as severe and the loss of visual acuity in the left eye was lower than 1/20. A follow-up report will be submitted upon receipt of further info regarding this incident.